Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The pump was unable to perform functional test due to display anomaly.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 427 mg/dl at the time of the incident. The customer treated with the pump. The customer stated that the screen is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.